Manufacturer narrative:
The manufacturer had previously reported that a device's oxygen blending module board was replaced to address a ventilators inability to set the delivered oxygen percentage. The interface board was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, a "service required" code was confirmed. The root cause of the interface board failing was the c27 4.85 vdc deteriorated during use.

Event description:
The manufacturer received information alleging a ventilator's oxygen percentage could not be set. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.